Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted and had to be removed/replaced due to a scratch observed on the lens. The replacement lens model/diopter is unknown. No further information is available.

Manufacturer narrative:
Additional information: patient implant card was received with returned device. Patient date of birth: (B)(6) 1965. The following has been updated accordingly: section a-2 patient age/date of birth: (B)(6) 1965. Section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 15-apr-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the lens was received with the haptics stuck together with viscoelastic residue (yellowish residue). The lens was cleaned and, the haptics unfolded. Lens damage could also be observed. No further issues were observed with the lens. Reported cosmetic issue could not be confirmed. However, the observed issue lens damaged is similar to the complaint issue ¿cosmetic issue¿ and based on the complaint investigation results it could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.